Event description:
Boston scientific received information that the patient contacted boston scientific patient services and stated that after lightening struck their home four months earlier, the power cord had melted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed that the power brick was melted in half by the light-emitting diode (led)on the power cord. The power brick voltage could not be checked. Analysis did confirm the allegation against the power cord.